Event description:
A report was received on 13 feb 2025 from the nurse of a 48-year-old female patient with a medical history including end stage renal disease, who stated blood was observed in the waste line during a hemodialysis treatment on (B)(6) 2025. The patient went to the emergency room and was diagnosed with hemolysis. Additional information was received on 24 feb 2025 from the home therapy nurse (htn), who stated the patient experienced blood in her urine, chest pain and hypertension. Per the htn, the patient was admitted to the hospital on (B)(6) 2025 and discharged in stable condition on (B)(6) 2025. Following the event, the patient has recovered without sequalae and resumed treatment with the nxstage system.

Manufacturer narrative:
The cartridge was evaluated and no related issues found with the bloodline. A device history record (DHR) review was conducted for the reported lot number and confirmed the product was released for distribution having met quality and manufacturing specifications and requirements. The nxstage system one user guide includes hemolysis as a potential risk associated with dialysis therapy and states an underlying medical condition or medication may alter the normal effluent appearance. All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.